Event description:
Medical affairs has been unable to get in contact with pt and will be sending pt a letter. Based on the info provided, medical affairs documented this case as a medical complaint because pt was unable to obtain a blood glucose reading since the meter was giving pt an error2 message and had to be taken to the hosp. In the ER, pt was treated with insulin. In the hosp they tested pt on a hosp meter (dex meter) and obtained a 527mg/dl. Customer service was unable to resolve the issue of the error 2 and sent pt a new meter.